Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed an infection at the ipg site after the implant procedure. The patient was given antibiotics and the issue resolved. The patient is currently using the device with effective pain relief and there have been no reports of further complications regarding this event.